Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. During the device check, the programmer froze and displayed an error message. The programmer was rebooted several times with which the programmer would display the same error message during interrogation. The pulse generator could not be interrogated with this programmer. This was a suspected programmer issue. Interrogation with a different programmer was suggested. No further interrogation attempt was reported. The patient was asymptomatic before, during, and after the event.